Event description:
The contact discovered the customer's meter was set in mmol/l. She called for help with setting the meter back to mg/dl. The customer did not adjust her diet or medication or allege any adverse events due to the mmol/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned.